Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button cover was pushed inside of the recorder and was unable to power on and off. This may result in the button getting stuck, causing the power to turn the unit off during the procedure. Identified root cause: power button failure.

Event description:
According to the customer, the bravo recorder turned off after calibration. The power button was pushed in. The customer was unable to turn the bravo recorder back on.